Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus custom system). The relay nbs plus custom system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012.((B)(4)).

Event description:
During the procedure using a bolton custom made device (ref (B)(4) / lot # 160201239) the physician was able to track the device into place. The delivery system was based on the relay pro delivery system. While still in position 1, the physician then attempted to advance the device using the mechanical advantage feature of the relay pro system. During the initial advancement it was observed that only the nose-cone and inner cannula of the delivery system was advancing out of the outer sheath. The proximal clasp and stent-graft were clearly in the same position that they were in prior to the initiation of advancement. The physician discussed the situation with two bolton medical representatives ((B)(4)). It was determined that the procedure should be aborted while the stent-graft was still completely in the outer sheath and removal of the system would still be safe.